Manufacturer narrative:
From the communicated elements, a review of the x-rays and operatives notes was performed.no other analysis was possible because the product was not returned.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral neck fracture occurred on (B)(6) 2014 when trying to fit a corail stem.

Manufacturer narrative:
From the communicated elements, a review of the x-rays and operatives notes was performed. No other analysis was possible because the product was not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.